Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inches, that was reported leakage of chemotherapy through the small holes behind the tubing filter and at the y-clave with a slit in the tubing. This resulted in loss of product and discarding the rest of the solution container. It was also reported that the infusion was stopped, and the tubing was replaced to restart the infusion. There was patient involvement and no report of patient harm.